Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an error on his insulin pump. Customer's father stated that the pump does not state an error message but it has a bullseye circle. Pump is currently in rewind state. The alarm history was reviewed and there were 7 no delivery alarms. Caller stated that the customer had woken up with a blood glucose level of 460 mg/dl. Caller attempted to deliver a bolus for his son. Customer treated with a syringe. Troubleshooting was performed. Caller removed the set and it looks like the quick release site appears stretched and it looks like the tubing is kinked. Cannula is not bent. Caller was advised to change the entire infusion set. Caller replaced the tubing and when he attempted to prime the new tubing, a no delivery alarm occurred. Customer stated that the pump did not alarm no delivery after troubleshooting. Pump was working as designed. No further assistance needed.